Event description:
On 8/8/24 an ilet user's caregiver reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 8/8/24. The user's caregiver called for assistance disconnecting the ilet pump due to high bg levels. The beta bionics customer care agent helped identify a bent infusion set cannula. The user was using a convatec inset (23", 6mm) teflon cannula infusion set. The user was too dizzy to administer backup therapy, and neither the user nor the caregiver knew how to perform a ketone test. The caregiver called the user's son, who reported that the user had been "high" for over 24 hours. The agent advised seeking urgent medical help. The user's cousin took them to the ER on (B)(6) 2024 around 11 pm pst. The user was hospitalized, receiving treatment that included IV fluids, long-acting insulin, and short-acting insulin, and was diagnosed with a slight case of pneumonia. The user was released from the hospital on (B)(6) 2024 and planned to restart the ilet. Immediate health effects included feeling sick, thirsty, and tired.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 8/2/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device on the reported event date, the performance of the device during the event cannot be evaluated and the cause of the event cannot be determined. However, based on the reported events, it is likely that this hyperglycemic event was caused by a failed infusion set.